Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon attempting to implant an intraocular lens (iol) twice, the lens was unable to be implanted. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Additional observations were as follows: the iol was returned in a plastic container with an unknown solution. Solution is dried on both surfaces of the optic and haptics. No damage observed to the iol. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge returned. The product investigation could not identify the root cause for the reported complaint "impossible to insert the implant" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).